Event description:
The field service representative (fsr) observed sparks and charring of the electro magnet cable to the door on the alinity s analyzer. No injury was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
During a site visit by the field service engineer (fse) the analyzer (alinity s serial number (B)(6)) was inspected and the fse discovered that sparks were observed, and charring occurred to the left front gullwing door cable - magnet lock (list number b-30108538-01). The fsr replaced the part which resolved the issue. No fire was observed, and no injury occurred. A review of the service history for the alinity s (B)(6) analyzer revealed no additional issues were reported. A review of tracking and trending did not identify any trends for the alinity s analyzer or the associated parts. Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. Labeling was reviewed and the alinity s system service documentation and system operations manual provides adequate information for electrical hazards. The charring observed was limited to one cable magnet lock and did not spread to other components or the analyzer. Based on the investigation, no product deficiency was identified.